Manufacturer narrative:
(B)(4). The confianza pro 12 guide wire was returned for evaluation. Fracture of the core was observed at approximately 8mm distal to the mid solder that was originally located at 13mm from the tip to hold the coil onto the core. The coil was elongated for approximately 40mm from the mid solder. There was a ball tip attached at the very distal end of the elongated coil; the coil remained in one piece. At approximately 5mm proximal to the ball tip, the distal side of the fractured end of the core was observed bent. Scanning electron microscope (sem) observation found that both distal and proximal sides of the uneven fracture surface of the core corresponded and circumferential cracks were made on the surface of the core shaft, indicating repeated bending stress had contributed to fracture of the core. Above findings supported that the guide wire was returned in its entirety. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that repeated bending stress generated when attempts were made to cross the cto had most likely contributed the observed core fracture of the returned confianza pro 12 guide wire. The applied stress would localize and therefore exceed the product design limit when the tip was being caught by the lesion. Further applied tensile stress generated with removal likely caused elongation of the coil. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that the tip of an asahi confianza pro 12 had fractured during a percutaneous peripheral intervention (ppi) to treat a heavily calcified, chronic total occlusion (cto) in the left anterior tibial artery. The guide wire was used in a retrograde attempt to cross the lesion when the guide wire became trapped in the cto. During removal, the tip of the guide wire detached from the body. An unspecified microcatheter was delivered to successfully retrieve the broken guide wire. The ppi was successfully completed by plain old balloon angioplasty with reestablished blood flow. There were no adverse patient effects associated with this event.